Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) competitor implantable pacing lead (B)(6) 2006; (B)(4) competitor implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and may have had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.